Event description:
The target lesion was the distal right coronary artery (rca). The vessel was de-novo, eccentric and flexion. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a 1.3 x 10mm balloon at 10atm for 15 seconds. A 3.0 x 23mm cypher was implanted at 20atm for 30 seconds twice. A 3.0 x 32mm taxus stent was implanted at 18atm for 20 seconds. Post-dilatation was conducted with a 3.0 x 15mm balloon at 24atm for 30 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Two hours after the procedure, the pt complained of chest pain. Coronary angiography was conducted and thrombus was observed in the cypher stent. Thrombus was not observed in the taxus stent. To treat the thrombus, balloon angioplasty was conducted. The pt recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.